Event description:
It was reported that autopulse shuts down in a couple of minutes running. Four different batteries were used. Battery management is in place. Customer will send in a battery for evaluation with the autopulse. No adverse event reported.

Manufacturer narrative:
Reported complaint of "autopulse shuts down in a couple of minutes" was not duplicated using a test battery. Furthermore, no batteries were received with this unit. Experienced event had been logged in the archive files, but it was most likely caused by the battery, which was not returned for evaluation. No adverse event reported.